Event description:
Due to the conversion to a new medwatch reporting computer system and the constraints which resulted thereof, this report is late. The pt's family contacted lifescan to report er5 on the pt's surestep meter. The meter has allegedly been displaying er5 for two months. As a result, the pt has been visiting the hosp to test the pt's blood glucose and adjust the pt's insulin. The pt was allegedly feeling high blood sugar levels at that time and also "dizzy sometimes". No readings were provided.